Event description:
Caller reported multiple intermittent occlusion alarms. The customer's blood glucose level was reported as "high" on their continuous glucose monitor. The customer attempted to manage the elevated blood glucose by administering a correction bolus via the insulin pump, without requiring third-party assistance. Reportedly, the customer was using cold insulin in the cartridge and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. To resolve the occlusion problem, the customer changed the infusion set and cartridge and then resumed insulin delivery.